Event description:
It was reported that the customer ordered 2 pieces of chronos strip with express delivery on (B)(6) 2012. Synthes (B)(4) delivered the products and one strip was implanted in a patient on (B)(6) 2012. The nurse looked at the other package and realized that it had expired in april 2011. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Expiration date: april 2011. Device is not distributed in the united states, but is similar to device marketed in the USA. There are two potential hazards addressed in our product risk assessment. The first is that the packaging degrades and sterility is potentially compromised. The second is that the product performance degrades. In regards to packaging, there is a qualification report of the packaging integrity through four years of shelf life. Since the product implanted falls within this timeframe, we can assess that there is a low risk that the packaging integrity had degraded. In regards to the product performance, in a real time shelf life study of the chronos strip, our data suggests a potential decrease in molecular weight of approximately 10,000 daltons for a 10 month period of time. From our in vitro testing of poly, a decrease in molecular weight of approximately 10,000 is equivalent to approximately 1 to 2 weeks of in vitro conditioning time. Therefore, assuming a linear molecular weight change, we can estimate that the in vivo degradation time would be decreased by approximately 1 to 2 weeks because of the extra 10 months of shelf life. If the chronos strip was implanted without any issues in the handling properties, then the additional 10 months of shelf life is not expected to have an adverse effect on the in vivo properties of chronos strip.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Expiration date: 04/01/2011. Implant date: (B)(6) 2012. A review of synthes device history records for lot n996506 revealed that norion corporation manufactured part number 07.801.111s. Inspection was performed per is-fg-chrstrip, 5/13/2009 parts conformed to all requirements. One hundred parts were released to the warehouse on 5/13/2009. There were no ncrs associated with this DHR that indicate any issues related to the complaint. Placeholder.